Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed a significant discrepancy between the sensor glucose and blood glucose values that triggered a threshold suspension. The customer blood glucose was 224 mg/dl and sensor glucose value was 90 mg/dl at the time of incident. The customer mentioned hyperglycemia was treated with insulin pump. The event involved product(s) mmt-332a, mmt-1715kl, mmt-7020mla, mmt-874a. Troubleshooting was performed for difference between glucose values, the difference between sensor glucose and blood glucose values were not within the acceptable range. The sensor glucose(sg) value documented from the alarm history that triggered the suspend on low/suspend before low event was 90 mg/dl. The low limit set in the sensor settings was 70 mg/dl. Troubleshooting was partially performed for hyperglycemia, and the customer declined further troubleshooting. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-332a, mmt-1715kl, mmt-7020mla, mmt-874a.